Manufacturer narrative:
Corrected data: b5- "per the reporter on (B)(6).2019" should be corrected to "per the reporter on 03-dec-2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a cc4204a, +20.5 diopter, intraocular lens was implanted into patient's eye on (B)(6) 2019. The lens was removed and replaced for a smaller diopter lens due to "incorrect power calculation" on (B)(6) 2019. This resolved the problem. Per the reporter on (B)(6) 2019, "patient is healing well."

Manufacturer narrative:
Device evaluation: lens returned in liquid in lens vial in a bio-hazard bag. Visual inspection found optic torn and haptic torn. The lens was returned in three pieces. Device code: 1449 is not applicable; corrected to 2993. Claim# (B)(4).